Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/3 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated they were still connected and the supply bags are empty except for the heater bag only. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the hp end therapy. The hp would finish with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated that they did switch over to manual supplies and was able to finish their therapy. The hp stated that they checked the homechoice (hc) and did not notice a problem with the machine. They hp also stated that they checked the setup, but they did not find any loose connections or anything different. The hp stated they did not contact their nurse regarding the alarm. They stated that they have been continuing therapy since the reported problem without any further incidents. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.